Manufacturer narrative:
This device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of (2) one-link microbore catheter extension sets disconnected from the one-link connector. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d4 (lot # and unique identifier), d5, d9, d10, h3, h4, h6 and h10 b5: upon due diligence, it was further reported the device separated from itself. The first incident occurred during patient infusion. The ¿tubing itself pulled loose from the area that connects to the¿ non-baxter cathlon. ¿the patient was an infant in a crib by itself and was able to pull the tubing enough to disconnect it¿. The event occurred during an unspecified infusion and was connected to the patient. The device was replaced when the IV was changed. Blood loss was approximately less than 5ml. The second event occurred when the nurses ¿pulled another¿ and ¿were easily able to pull them apart¿. This event there was no patient involvement. H10: three devices were received for evaluation. During visual inspection, two devices were received incomplete as both were missing the small bore two-piece luer lock. The third device was intact and visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure testing were performed on the one intact device. A leak was observed between the high pressure tubing and the small bore two piece lure lock. The other two devices could not be functionally tested due to not being intact. The outside diameter (o.d.) Was measured for all three tubes. One tubing set measured 0.0086¿ which is below the range of 0.089¿ +/- 0.002¿. The reported condition was verified in all three devices. The cause of the condition could not be determined in the two incomplete devices. The cause of the third issue was due to the tubing diameter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.